Event description:
It was reported to boston scientific corporation that one week after an anterior pelvic floor repair procedure using an uphold vaginal support system in 2009, the patient presented with an infection and a dime-sized erosion at the vaginal incision site. The infection was treated with an antibiotic, and the erosion was treated with premarin cream. The patient is reportedly "fine" now.

Manufacturer narrative:
The lot number (oml9010703) provided by the user could not be confirmed; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.